Manufacturer narrative:
Device evaluated by MFR: a visual and tactile examination of the returned device identified no kinks or damage along the entire length of the device. An examination of the balloon identified that the balloon had been inflated and was refolded. The device was attached to an encore inflation unit and during the first attempt to inflate the balloon a pinhole leak was identified at the proximal edge of the proximal transition zone in the balloon material. No other leaks were present. An examination of the markerbands identified no damage.

Event description:
Reportable based on device analysis completed on  31-jan-2019. It was reported that balloon leak occured. The target lesion was located in the brachial. A 10.0 x40, 75cm charger balloon catheter was advanced for dilation. However, it was noted that the balloon could not fully inflate due to leak. The procedure was completed with a different device. There were no patient complications nor injuries were reported. However, returned device analysis revealed pinhole.